Event description:
It was reported that the patient recently passed away and was in comfort care towards the end due to intractable seizures. Further information was obtained noting the cause of death as persistent status epilepticus and that the devices were not explanted. No other relevant information has been received to date.